Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. Corrected data: 3 previously reported events are included in this follow-up record. Product return status: 3 devices were received for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by corrosion. 1 event was not confirmed during testing; however, the device was found to be affected by corrosion. 1 event was not confirmed during testing; however, the device was found to be affected by a shattered bearing and broken down lubrication. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device overheated. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
(B)(4). Seven events were reported for this quarter. Seven devices were received for evaluation; two events were duplicated during testing. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. Four devices were found to be affected by corrosion. Three device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device overheated. Five events had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.